Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the device did not orient properly to the left when the handle was turned. The case was completed with another of the same device.

Manufacturer narrative:
.